Event description:
It was reported that right ventricular (rv) lead exhibited a gradual rise in impedance. The lead remains in use. No patient complications have been reported as a result of this event.